Event description:
Additional information received on 04/22/2026 for mw5185838 to correct the procode to frn.

Event description:
The rn (registered nurse) was titrating weight-based norepinephrine. When trying to titrate from 0.06 mcg/kg/min to 0.09 mcg/kg/min they missed a decimal and programed 0.9 mcg/kg/min at 2156. This increased the rate from 11.8 ml/hr to 177.2 ml/hr. The patient heart rate increased to 120s, blood pressure increased to 181/105. Rn identified the medication error at 2204. A simple missed decimal allowed the rn to titrate by 16 times the previous dose with no guardrails to check the mistake.